Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient had atrial loc. The patient had an event at home on (B)(6) 2019, which is believed to be a seizure (no events around the time of the seizure). Patient did have a vt episode yesterday while she was in the hospital and the ra has greater than 2 seconds without conduction, it appears to be asystole for about 5 seconds. Patient's ra sensitivity is set to agc 0.15mv and threshold 3.0v @ 2.0ms. The rep tried to run a threshold test in the ra and was having a difficult time getting anything. Rv threshold when the rep began was 2.0v @ 0.4ms. The rep ran the rv threshold test and got 2.8v @ 0.4ms, so the output was reset to 5.0v @ 0.4ms.